Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The part of the ptfe pad was missing. The missing part was returned. There were contact marks on the probe and jaw with the missing pad. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Also, it was reported the additional information below. The missing part was not fallen off into the patient because the doctor found the ptfe pad was separated and he exchanged the subject device. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation results and similar cases in the past, omsc presumed that the ptfe pad was missing due to the following occurrence mechanism. The ptfe pad was separated since the subject device was activated on seal & cut mode while grasping nothing. The ptfe pad was missing since the load was applied to the separated ptfe pad while the subject device was cleaned outside the patient. The probe damage error might occur since the probe was contacted with the jaw which was separated the ptfe pad. The instruction manual of the device has already warned as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
During a laparoscopic assisted distal gastrectomy, the probe damage error occurred. The intended procedure was completed with another device. On april 21, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was missing. The missing part of the ptfe pad was retrieved. No patient injury was reported.